Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failures were not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unknown error code and no image displayed during set up involving an olympus endoeye flex deflectable videoscope. The customer suspected that the cause of the malfunctions was due to a connection issue. There was no patient injury reported.